Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and asked customer to verify the l1, l2 and l3 indicators in the m cabinet and check the fuses. The customer stated that system did not boot up in the morning; there was no video output in either the control room or exam room, and no normal startup clicks were heard; and only indication was a green power led. The philips field service engineer (fse) checked the system onsite and found that the host pc hard drive bay not powered on. To resolve the issue, the fse removed the pc, checked and reseated power connections to the drive bay and reinstalled the pc. The same issue re-occurred after a few days, where fse replaced the host pc and resolved the issue in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The user performed multiple restarts but it did not resolve the issue. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.